Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump received with intermittent button response due to corroded keypad traces. No button error alarm during testing. The device passed displacement test and self test. No moisture damage on electronics and motor assembly noted.

Event description:
It was reported that the insulin pump alarmed button error while the user was cycling. The blood glucose reading was 8.0 mmol/l. The caller stated that the insulin pump may have been exposed to moisture. Advised replacement of the insulin pump. Nothing further reported.